Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the server. A technical support specialist (tss) dialed in to the station, followed knowledge article ¿medstation es ¿retry mode: insert into tx.encounteritemtransaction ¿ mismatching adt.encounterpatientlocationkey¿ and troubleshot the error. The tss confirmed with the customer whether the station was working and communicating with the server and proceeded to close the case after 24 hours of monitoring. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the system was not communicating with the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.